Event description:
It was reported that a stent damaged occurred. The target lesion was located in the right coronary artery (rca). A 32mm x 2.50mm ion drug eluting stent was selected to treat the target lesion, however, it was unable to cross the lesion. When the physician removed the device from the guide catheter, it was noted that the stent was deformed in one end. The procedure was completed with a different device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found that the four most proximal rows had struts that were severely misaligned and bunched up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The distal side of the stent remained crimped in place. The outer and inner were severely kinked at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damaged occurred. The target lesion was located in the right coronary artery (rca). A 32mm x 2.50mm ion¿ drug eluting stent was selected to treat the target lesion, however, it was unable to cross the lesion. When the physician removed the device from the guide catheter, it was noted that the stent was deformed in one end. The procedure was completed with a different device. No patient complications were reported and the patient is fine.